Manufacturer narrative:
Phone: (B)(6).

Event description:
Information was received indicating that a smiths medical tracheostomy tube was leaking at the air bag. A new trachea intubation tube was used to resolve the issue. There were no reported adverse events.